Event description:
During a CABG procedure, the surgeon was attempting to 1 ligate the vessel when the the clip severed the coronary artery. The surgeon replaced the site and the surgery proceeded as planned.